Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during replacement of the scroll compressor on cardiosave intra-aortic balloon pump(iabp) with a new one to repair the problem, an out of box failure occurred. When unit is turned on an abnormal noise was heard from the compressor. There was no patient involved. Related complaint onetrack (B)(4), mfg report number 2249723-2023-02856.

Manufacturer narrative:
Updated fields: b4, d1, d4(catalog, version), d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h10. The getinge field service engineer (fse) encountered the reported issue while replacing the scroll compressor with a new one to repair the problem. The suspected faulty part was further sent to getinge's failure analysis and testing (fat) for evaluation with a reported unit failure of an abnormal noise in the compressor. The fat performed a visual inspection and found the part to be in good condition. The fat installed the compressor in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. Confirmed there was an abnormal noise during operation. No root cause identified. Retained the part in the failure analysis and testing department per procedure. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.